Event description:
Healthcare professional reported via nbir right side reason for removal as ¿bia-alcl.¿ pathological markers of cd30+ and alk- have not been reported or confirmed. The device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "bia-alcl (right)".